Event description:
On (B)(6) 2024, information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said the device quit working probably 6 months ago. Patient said the controller quit charging and now the whole unit is dead. Troubleshooting was unable to be performed as patient did not have the equipment, they had a competitor's equipment. Agent redirected caller to call them. On (B)(6) 2024, additional information was received from the patient reporting that the patient clarified what they meant by the device quit working; the battery won¿t stay charged, it completely quit then it restarted. Patient stated they will probably have it explanted, but need to talk to their healthcare provider (hcp) about getting it explanted. Patient stated the implant site is painful, they are not sure if their body is rejecting it or if they are allergic to it.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.